Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). B4: date of this report. B3. Date of event. B5: describe event or problem. D4: additional device information- expiration date UDI updated. D9: device availability. G3: date received by manufacturer. G6: type of report. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H10: additional narrative. Zimvie did not receive one (1) tsvtwb13, (imp,tsv,4.7,13,mtx,mg) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1269227. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1269227 for similar events and no other complaint was identified. Review completed utilizing keywords: disengaged. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is inadequate handling by clinician or staff while opening the outer vial & inner vial. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the implant disengaged & dropped to the floor. Implant was not connected to coping and dropped on floor. Was opening implant to place on patient and implant dropped and was not connected to coping.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. G4: additional 510(k) number is k101880.